Event description:
It was reported that the patient expired. The patient was found collapsed on the floor and at the time of the report was of unknown origin. Autopsy results were being awaited. The etiology of the event was reported as possibly related to the device or therapy. The device system was used to deliver dilaudid. A follow-up report will be submitted if new information becomes available.

Event description:
Additional information was received. It was reported that the cause of death was a myocardial infarction as far as the reporter knew.

Event description:
Additional information received reported that the adverse event was cardiac arrest. The etiology was reported to be a worsening or exacerbated pre-existing condition. The event was clearly reported to not be related to the device or therapy and to not be related to the implant procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product type catheter. (B)(4). The date of death is an estimate as the exact date of death was not clear.

Manufacturer narrative:
(B)(4).